Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the display was dim. The customer also mentioned that the display may be an original first-generation liquid crystal display (lcd) that needed to be upgraded. The rse provided the customer with the part number for the replacement user interface (ui) printed circuit board assembly (pcba) for repair and instructed the customer on the 2.10 software needed for a second-generation ui pcba. The repair for this device cannot be conducted at this time due to a back order status of a part (ui pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported by customer biomed, while outside of clinical use, the v60 has a display that is dim. No harm or injury.